Event description:
A company representative reported that approximately 9 months post-operatively, one ozark self-starting variable screw fractured, one ozark self-starting variable screw fractured and migrated, and the locking cover of an ozark plate fractured and migrated. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported. This report captures the ozark screw that fractured and migrated.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.